Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 999220 (qty 1), lot# 893200 (qty 2), lot# 727920 (qty 1)) and the contra angle temporary fixation screw (part# 76-0017, lot# 632390 (qty 2)) were visually evaluated. The drivers were returned with the screws removed. The drivers had minor scratching and discoloration as signs of general use. The screws had some damage along the threads that was consistent with the claim that they were removed from the drivers using a pair of needle nose pliers. The screws were inserted into each driver and easily removed. An attempt was made to insert the screws into a block of white oak wood to see if the insertion resistance would cause the screws to become stuck in the driver, however, the screws were still easy to remove. Since the reported event could not be recreated, the complaint cannot be verified. Device history records (DHR's) were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Four screw drivers with three lots were returned; it is unknown which device was used in this procedure. Lot # and manufacture date: 727920 jul 6, 2017; 893200 may 22, 2017; 999220 nov 16, 2015. (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the 90 degree screwdriver stopped turning, made a strange noise, and got stuck during a rib fixation procedure. The 90 degree screwdriver worked well for the most part but it stopped turning as the surgeon was using it. The surgeon had just finished screwing in a plate and noticed that the screwdriver was making a strange noise and was intermittently getting stuck as it was turned. The scrub tech took that screwdriver away and the second screwdriver was used to complete the case. No adverse events have been reported as a result of the malfunction.